Manufacturer narrative:
A functional test with a mating instrument confirmed the complaint; the pull down sleeve component slightly sticks when pulling down to assemble mating instrument; however, still functional. The root cause is attributed to wear out. The date code ag0896e indicates the instrument was manufactured in (B)(6) 1996 and is over 20 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t- handle instrument used for a female patient on preparing the surgery dated of (B)(6) 2016. It was hard to attach the t-handle in question to other instrument, and the rocking part was not smooth. There was no adverse consequence to the patient.